Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reporting that this pacemaker has premature battery depletion (pbd). Depletion could result in inaccurate indicators which could cause the device to prematurely deplete. This could leave the patient unprotected if therapy was required. Device replacement was recommended. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reporting that this pacemaker has premature battery depletion (pbd) . Depletion could result in inaccurate indicators which could cause the device to prematurely deplete. This could leave the patient unprotected if therapy was required. Device replacement was recommended.